Event description:
It was reported that the valves were sticking. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with no apparent physical damages, only normal wear and tear to the casing. Performed functional tests for demand. The demand function failed to detect breaths. The root cause of the reported issue was found to be faulty demand valve. The technician replaced the faulty demand valve.